Event description:
It was reported that a non-dehp catheter extension set had a crack. The exact location was not specified. The step of setup or therapy during which this was noticed is unknown. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.